Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative indicated a user error occurred, as the customer was found to be turning the system on/off too rapidly. The customer was advised to discontinue turning the system off in this manner. The product met specifications at the time of release. The root cause of the reported event can be attributed to use error as the customer was found to be turning the system on/off too rapidly. (B)(4).

Event description:
A clinical engineer reported that the system laser locked during the startup. A black halo appeared on the display. The day before the event the system was used without any issue. No additional information is expected.